Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the back haptic of the intraocular lens (iol) tore off during insertion. The surgeon removed the lens and replaced with another lens of same model and diopter which went fine. The event was observed when inserting into the eye. No further information was available.

Manufacturer narrative:
Additional information: section a2: age/date of birth: (B)(6) 1954. Section b5: additional information received revealed that lens was not in contact with the eye, but, only the cartridge tip made contact with the patient's eye. However, there was no injury and no medical/ surgical intervention was required. The procedure was completed using another lens sn (B)(6) as replacement. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 6, 2021. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptic and that the lens was received cut in half (but not separated), which is consistent with a lens that was handled during removal and replacement. Furthermore, a detached haptics was observed. The complaint issue was confirmed, however this can be attributed to handling and cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.